Event description:
It was reported that a revision surgery was performed due to a nonunion and a broken screw discovered postoperatively. The patient was originally treated for a broken femur in on an unknown date on (B)(6) 2011. The patient complained of pain on (B)(6) 2014 and went in for a doctor¿s visit. The surgeon discovered the nonunion and the broken screw via x-rays. It was reported that the pain was due to the nonunion and the broken screw was not a deciding factor in planning the revision surgery. The surgeon explanted a trochanteric fixation nail, a helical blade and one distal locking screw. It was also reported that the second locking screw head was removed but the medial half of the screw was left in the cortex because the surgeon felt removing it would cause too much tissue damage. Surgery was successfully completed with no patient harm and no reported surgical delay. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Implant date: unknown date in (B)(6) 2011. Investigation could not be completed and no conclusion could be drawn as no device was returned. The lot number provided could not be verified; therefore, further investigation cannot be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.